Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a severed array as well as a dislodged electrode ground ring and damaged silicone overmold. These anomalies are believed to have occurred during revision surgery. System lock was obtained intermittently. The electrode condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed array as well as a dislodged electrode ground ring and damaged silicone overmold. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration shorting across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis test and dye penetrant test, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed a severed array as well as a dislodged electrode ground ring and damaged silicone overmold. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition and the no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.